Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a sling takedown, excision of mesh and pubovaginal sling. No date or additional information is provided at this time. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02777 and medwatch 2210968-2012-06806. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that due to vaginal pain, urinary and bowel incontinence, infections and dyspareunia post operatively, patient had mesh revised by implanting surgeon on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-02777 the same patient is represented in each medwatch.